Event description:
Information received by medtronic indicated that the customer reported the pump got failed battery alarm. Troubleshooting was performed and found that the issue was not resolved even after changing the batteries. The customer will discontinue the use of the insulin pump and it was returned for analysis.

Manufacturer narrative:
S/w version 4.10d retainer ring= clear case type =ngp customer return pump due to alleged failed battery test & unexpected battery power loss and it was found on (B)(6)2020. Unit passed the displacement test, active current test, sleep current test, and self-test. No failed battery alarm noted during testing. No alarms/alert/anomalies noted during testing. Pump was downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery ((B)(6)2020 17:18) replace battery ((B)(6)2020 02:49) failed battery test occurred on ((B)(6)2020 11:08--11:57) and were was expected. Pump was cut open to perform visual inspection and found anomalies on the electronic stack and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, stained keypad overlay, broken battery tube threads, pillowing keypad overlay, cracked case (battery tube), stained serial label , cracked retainer, missing display window cover. P-cap was attached and locked into place properly, however, it was noted as damaged due to cracked retainer. Fail battery test is not confirmed. Unexpected battery power loss is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. "The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. ¿select patient information cannot be provided due to regional privacy regulations.""" Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.